Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Additional information was requested and we were provided with a pathology report, which indicates that there was small bowel adhered to synthetic mesh material, a fistula tract was also indicated. No other documentation has been provided, as such this investigation is inconclusive. Without a lot number a review of the manufacturing records could not be conducted. The IFU lists adhesions and fistula formation as known possible adverse reactions. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol: it was reported that a morbidly obese patient with a history of unspecified multiple abdominal surgeries and hernia recurrences, presented approximately, one year post implant of a ventralex patch, for mesh explant. It was reported that the mesh had eroded into the small bowel and fistulized. The event as reported indicated a bowel perforation. Additional information was requested and we were provided with a pathology report, which indicated that there was small bowel adhered to synthetic mesh material, a fistula tract was also indicated.